Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data for the low blood glucose (bg) event and concluded the following: low bg level was confirmed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had recurred despite attempting multiple wall adapters. The customer's blood glucose (bg) level was 65 (mg/dl). The customer stated that bg level was not related to the pump or pump supplies. Reportedly, the customer's bg levels fluctuate frequently. Candy and 18 grams of carbohydrates were consumed to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.